Manufacturer narrative:
Concomitant medical products: c6tr01 crt-p, implanted (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead, which was plugged into the left ventricular port of the cardiac resynchronization therapy pacemaker (crt-p) and pacing the his bundle, exhibited high thresholds and loss of capture. The patient complained of pain and surges of blood to the head and periods of asystole were observed due to the loss of capture. The lead remains in use. A determination is yet to be made regarding possible lead revision. No further patient complications have been reported as a result of this event.